Event description:
Dr was putting in prostar device into left groin and the needles were already partially deployed. Tried a second one and the needles were not able to be deployed properly. Had to do a cutdown at the end of case to close the opening in the artery.